Manufacturer narrative:
The provider called to inquire if the spj joystick could be mounted to the back of the tdxsp custom power wheelchair due to the end users medical condition. They would like to change the location of the joystick to prevent them from bumping or hitting it. They stated that the end user accidentally hit the joystick causing it to run into a bystander breaking both of the bystanders legs. No malfunction is alleged therefore the wheelchair will not be returned to invacare for evaluation. A follow-up report will be filed if more information is received.

Event description:
The provider stated that the consumer hit his joystick by accident and drove it into a bystander who was standing off to the side. The caller states the bystander was taken to the emergency room (ER) and had suffered two broken legs. The caller states there is no defect in the chair and they are looking to change the location of the joystick.